Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Analysis conclusion: there were three clips returned for evaluation. It was confirmed that clips were scissored. Based on info received and visual inspection, no conclusion could be reached as to how or why clis scissored. As instrument was not returned, functional testing could not be performed. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips did not form correctly. Scissoring occurred and clips did not close and did not occlude vessels. A reusable competitor device was used to complete the case. Rep is returning clips only, no device. There was no consequence to the pt.